Manufacturer narrative:
Cataract, retinal detachment, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A journal article titled "concurrent phakic intraocular lens explantation and phacoemulsification with iol implantation: a retrospective analysis of efficacy and safety". Reported adverse events associated with an implantable collamer lens (icl) implantation. The patients experienced late lens opacity, retinal detachment. The interventions are noted as other surgical management and explantation. If additional information is received, a supplemental medwatch report will be submitted.